Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. The insulin pump was monitored and tested with no blank display noted. (B)(4). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 219 mg/dl. The customer reported that they had button error and none of the buttons were responding. It was reported that they took out battery and disconnected, then they turned the pump back on but the screen turns on but nothing happens when a button was pressed. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019. .